Event description:
It was reported that the patient presented in clinic for an follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high pacing impedance and noise oversensing that caused pacing inhibition and inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.